Event description:
It was reported that there was oversensing of noise. It was noted that the patient was undergoing radiation therapy at the time. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.